Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: block d4 model number have been updated based on additional information received on april 27, 2023.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a procedure performed on (B)(6) 2022. During the procedure, it was noticed that the spyscope ds ii was not imaging correctly. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a procedure performed on (B)(6), 2022. During the procedure, it was noticed that the spyscope ds ii was not imaging correctly. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.